Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, the most probable root cause for the pulmonary embolism is the surgical procedure.part numbers, lot numbers, manufacturing dates and expiration dates:ifuse implant, p/n 7035-90, lot# 154277, manufactured 03/29/13, expires 2018-03.ifuse implant, p/n 7040-90, lot# i0497, manufactured 08/02/13, expires 2018-04.ifuse implant, p/n 7055-90, lot# i0392, manufactured 08/08/13, expires 2018-03.

Event description:
On (B)(6) 2013, the surgeon performed a left side si joint arthrodesis on the patient placing three ifuse implants. On (B)(6) 2013, the patient presented with shortness of breath with exertion. On (B)(6) 2013, a CT angiogram revealed multiple bilateral pulmonary emboli. The patient was hospitalized and treated with heparin and warfarin. On (B)(6) 2013, the patient reported feeling much better and was able to ambulate without a walker. Given that surgery and anesthesia are potential risk factors for pulmonary embolism (pe), it is possible that the pe was related to the surgical procedure.